Event description:
A mother reported that her 13-year old daughter, while using renu with moistureloc multi-purpose solution, was diagnosed with iritis and prescribed blephamide o\in 12/2005. The physician believed that the pt had sensitivity to the solution, and that her contact lenses needed re-fitting in 2006. Following use of new contact lenses and treatment of patanol for eye itchiness and redness, the pt was seen approx 4 days later with no decrease in her visual acuity and other problems. In 2006, the mother stated that her daughter had recovered with no current problems.

Manufacturer narrative:
Bausch & lomb is unable to complete an investigation of this specific complaint since no product was returned and no lot number was provided. The physician believed that the pt had sensitivity to the solution, and that her contact lenses needed re-fitting. Based on all info, no conclusion can be drawn. Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. Wer are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.